Event description:
It was reported that a malfunction alarm occurred, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer intended to contact the clinic for a replacement pump as the current one was no longer under warranty.